Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: investigation is on-going. Additional information/investigational results will be provided in a supplemental report.

Event description:
Customer reported the sutures would not hold and the doctor had difficulty completing various procedures. (Other events previously reported) in this specific incident involving a female patient, the situation occurred during surgery and caused/contributed to a delay of unknown length. There was no associated serious patient injury or death, but she did require an additional post-procedural followup with the doctor.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of the same code-batch (117191). We have received four different cases from the same customer of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited.